Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the valve set connector. The leak was discovered during an unspecified process step. Patient involvement and medical injury was unknown. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.